Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-15 implantable pacing lead, implanted: (B)(6) 2009; addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported the atrial and ventricular leads were fractured. It was further reported there was high impedance and noise. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Review of the device data noted that only ¿shorts¿ and ¿open values¿ were recorded in the lead trend.